Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the handle of the trapezoid basket broke. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was separated from handle and was not returned. The working length was found kinked. A dimensional inspection revealed that the length of the screws is less than the minimum tolerance. The reported event was confirmed. Based on all available information, it was determined that the failure of handle cannula break is attributable to the supplier. As the screws are smaller, the fastening of the handle cannula was not achieved. Therefore at the time of applying force to activate the device, the handle cannula was detached as evidenced by the screw dimples drag marks. The issue of working length kinked could be due to manipulation or technique used when interacting with the device since it did not work as expected. Since the failure of handle cannula detached was attributable to the supplier, the most probable cause is manufacturing deficiency. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the handle of the trapezoid basket broke. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.